Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The mother stated that the customer had high blood glucose the week before, and she believes that the customer went into a diabetic coma. The mother stated that she is waiting for final autopsy report. No further info was provided.